Event description:
On 12 january 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure that day during the procedure, it was noted that one device did not properly deploy one of the implants. Part of the implant and a "small metal" piece inside the bladder were both removed using flexible graspers. Investigation of the returned device on 24 january 2023 confirmed that approximately 1.5mm of the needle was broken and unaccounted for, but the physician was confident the needle tip was removed from the patient. No patient adverse events were reported.